Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. However, according to the physician, the patient either had a possible allergic reaction or more likely there was an underlying cardiac condition due to the patient wearing an event recorder because she was thought to have some cardiac history before the procedure. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced a hypersensitivity reaction and a cardiac arrest requiring cardiopulmonary resuscitation. Nevertheless, the biopsy procedure was completed successfully and revealed a diagnosis of cancer. At the time of this report, the patient was still hospitalized.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure of a lesion in the right upper lobe, the patient allegedly had an allergic reaction to the anesthesia. During the procedure, the patient experienced a ventricular tachycardia and cardiac arrest requiring about 20 minutes of cardiopulmonary resuscitation. The physician was still able to continue and complete the biopsy which revealed a positive cancer diagnosis. The patient recovered and was extubated approximately one week after the event. Per the physician, the patient had either a possible allergic reaction or more likely there was an underlying cardiac condition due to the patient wearing an event recorder because she was thought to have some cardiac history before the procedure. The lesion was reported as a right upper lobe mass measuring approximately 7.5 x 4.1 cm in maximal transverse dimensions with spiculation retraction present and abutting the fissure, as well as the chest wall. Appearance of the lesion was very similar to prior examination when it measured only 6.3 x 2.9 cm. The patient¿s past medical history included a history of stroke and myocardial infarction; chronic obstructive pulmonary disease; new diagnoses of renal cell cancer, breast cancer, lung cancer and adrenal and ovarian masses which have not yet been diagnosed. The patient came in as an outpatient and remained hospitalized after the procedure. The physician did not believe an intuitive surgical, inc. (Isi) device(s) caused or contributed to the hypersensitivity reaction or cardiac arrest. Although requested, additional patient demographics were not provided.